Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Evaluation of the returned device revealed that there was damage observed on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. An opticross¿ imaging catheter was selected to view the target lesion after performing pre-dilatation during a percutaneous coronary intervention (pci). It was noted that when the opticross¿ imaging catheter was removed from the patient to deploy the stent, resistance was encountered. When the device was checked visually, the wire exit area was found torn. The physician stopped using this device and was exchanged to another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.